Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and abdominal pain. The cause of peritonitis was unknown. The day after the event onset, the patient was hospitalized and treated with injection vancomycin (1gm stat, intraperitoneal, one dose) and injection ceftazidime (1gm, once daily, intraperitoneal, ongoing). The following day the patient was treated with injection vancomycin (500mg, once daily, intraperitoneal, ongoing) for peritonitis. The patient was discharged thirteen (13) days after hospital admission. On an unknown date, the patient was recovered from peritonitis. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.